Event description:
The pt received two percutaneous leads (from the same lot) as part of his scs trial system. It was reported the pt felt his stimulation change in the middle of the night after his implant. He reported the stimulation was no longer in his back. Fluoroscopy revealed the leads had migrated. The physician revised the leads and the pt reported effective stimulation after the procedure. It was reported the pt would continue with his scs trial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.